Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check: pressure transducer test, internal leakage test and safety valve test. Identification of issue has been done by analyzing problem description. Service report was not available for further evaluation. Attached device's logs are not completed. The following parts were detected as faulty: pressure transducer printed circuit board (pcb) and expiratory cassette. Moreover, battery modules and maintenance kit must be replaced. The issue has not been resolved - the customer did not accept the quotation. The defective part has not been returned for further analysis. The root cause of the event has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/03/2008. Corrected manufacture date: 02/06/2008.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#:(B)(4).